Event description:
Received a phone call from dr that a mediport catheter came off its connection and "floated" in pt's vena cava. It was removed by radiology. Six days later, 11:40 am. Later required reinsertion of mediport catheter.